Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer was intermittently generating ten (10) cuvettes failing error messages. The customer indicated that several cuvettes have failed multiple times. Customer technical support (cts) assisted the customer with troubleshooting. During the troubleshooting, customer stated that the cuvettes were dirty on the outside and the reaction wheel well had lots of residual greenish yellow buildup. Cts advised the customer to clean the cuvettes, the wheel well, and the cuvette slots. The customer also reported temperature error for the reaction wheel. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse removed and cleaned the cuvettes and reaction wheel. The fse replaced the cuvettes and wash tower assembly and aligned the wash tower to the reaction wheel. The fse also washed all of the cuvettes and ran cuvette center alignments. (B)(4).